Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event : unknown/ not provided. If implanted; if explanted; give date: not applicable, there is no indication the lens was implanted. (B)(6). Device evaluation. The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review. The manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder has been received for this production order number. Conclusion. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the during a surgery the posterior haptic of a preloaded intraocular lens got stuck between the chop and the cartridge. No patient injury reported, however lens touched the patient eye. All the available information were submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).